Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 11. February 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the drill bit is broken. Issue was discovered during cleaning, no patient or surgical involvement. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part 317.260 / #lot f-11646 / drill bit ø 1.1mm w/stop, l 44.5/6mm. The received drill bit shows that approximately 4 mm from the fluted tip section is broken off. The broken off portion is missing. The manufacturing review shows that the production procedure was per the specifications and there were no issues that would contribute to this complaint condition. The diameter 1.1 mm close to the breakage got measured. Dimension: 1.1, 0/-0.014 mm. Caliper: 3-01-19309. Measured dimension: 1.09 mm. Conclusion: the measuring result does show conformity. The used material was stainless steel (B)(4) per iso 7153 as required and the measured harness was with 614 ¿ 628 hv within the specification of 600 0/+30 hv. The broken surface is homogenous what indicates material conformity as well. Unfortunately, we are not able to determine the exact cause of this complaint. We can only reasonably conclude that simply too much mechanical force or improper handling caused the breakage of the delicate 1.1 mm drill bit. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.